Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot : h11d28059 with no defects noted. The cause of the peritonitis was use error-poor aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.

Event description:
This report was received from global pharmacovigilance (gpv) as a spontaneous report by a consumer from the USA of patient made mistake/touch contamination and peritonitis in a patient coincident with dianeal pd4 ultrabag therapy. During a call with baxter customer service, the patient stated that on an unreported date in 2011, he made a mistake/touch contamination. On (B)(6) 2011, the patient experienced peritonitis. The patient was not hospitalized for the events. Treatment for the events was not reported. At the time of this report, the patient was recovering from the peritonitis. The outcome for the patient made mistake/touch contamination was not reported. Action taken with dianeal pd4 ultrabag therapy was not reported. An opinion of causality was not provided. The patient's pd nurse declined to provide information.